Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 271 mg/dl. The customer stated the air bubbles is where it connects to reservoir. The customer was advised to change infusion set. Customer stated the air bubbles persist after set change. Customer was advised to return the set and reservoir for analysis and we send replacement.

Manufacturer narrative:
Evaluated two opened/used reservoirs, performed pre-fill reservoir and passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected locked in place properly and conclusion no air bubbles.